Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a lead was beyond the expected lower range. Daily impedance trend data shows ventricular and atrial pace impedance less than 200 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that post-operative, the implantable pulse generator (ipg) was not able to sense the p-waves and deliver adequate therapy. It was noted that it showed different measurements compared to the analyzer measurements. Very low impedance measurements were noted and the implant detect was unable to finish. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.